Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed that the system error 105 was caused by a failed motor. The failed motor will be replaced.

Event description:
It was reported that a device alarmed for a system error 105. There was no report of a patient incident.